Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic non-dependent patient was checked for a pre-discharge. Loss of sensing and capture were noted on the lead. Chest x-ray revealed that the lead had pulled back and was dislodged. The lead was repositioned without difficulty. The patient was asymptomatic prior, during and after the procedure. The patient was fine in the recovery room after the revision.